Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter bevel separated from the hub and remained in the patient. As a result, an x-ray was done to find the broken piece, and the patient was treated at a different facility to have it removed. The following information was provided by the initial reporter: "a patient in ed was treated with IV fluids and medications. Upon discontinuation of the IV catheter the rn heard a ¿pop¿ and noticed that the bevel of the catheter was gone. An x ray was done which shows a foreign body and the pt had to be treated for a foreign body in her arm. She was treated at a different facility. Are you able to describe the ¿malfunction catheter¿? (Bent, damaged, crack, etc.) The catheter tip broke off in the pt¿s arm... Was issue being described noted before, or during used? It occurred when the catheter was being discontinued. Was there any patient involvement? Yes. Any adverse events or serious injury reported to patient or healthcare professional? Yes. But the pt was not treated at our facility. What was the patient outcome? Unsure at this time. Was there any delay of, or change in, the course of treatment due to this event? No. But she needed treatment for retained foreign body. What procedure was being performed? The pt was given IV fluids for her visit to ed prior to the catheter being left in her arm upon removal. What medication was used in the procedure? Normal saline, toradol, benadryl, decadron were given prior to removal of the catheter. Was there any medical intervention due to this event? Yes. An xray was completed and all other treatment was at a different facility."

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter bevel separated from the hub and remained in the patient. As a result, an x-ray was done to find the broken piece, and the patient was treated at a different facility to have it removed. The following information was provided by the initial reporter: "a patient in ed was treated with IV fluids and medications. Upon discontinuation of the IV catheter the rn heard a ¿pop¿ and noticed that the bevel of the catheter was gone. An x ray was done which shows a foreign body and the pt had to be treated for a foreign body in her arm. She was treated at a different facility. ¿ are you able to describe the ¿malfunction catheter¿? (Bent, damaged, crack, etc.) The catheter tip broke off in the pt¿s arm. ¿ was issue being described noted before, or during used? It occurred when the catheter was being discontinued. ¿ was there any patient involvement? Yes. ¿ any adverse events or serious injury reported to patient or healthcare professional? Yes. But the pt was not treated at our facility. ¿ what was the patient outcome? Unsure at this time. ¿ was there any delay of, or change in, the course of treatment due to this event? No. But she needed treatment for retained foreign body. ¿ what procedure was being performed? The pt was given IV fluids for her visit to ed prior to the catheter being left in her arm upon removal. ¿ what medication was used in the procedure? Normal saline, toradol, benadryl, decadron were given prior to removal of the catheter. ¿ was there any medical intervention due to this event? Yes. An xray was completed and all other treatment was at a different facility."